Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have multiple input disks broken. Input disk 7 was found completely detached from the base of the housing. The instrument was found to have hairline cracks on input shaft 6. As a result, the instrument could not operate properly. Other backend components adjacent to the broken inputs do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small horizon clip applier instrument exhibited non-intuitive motion. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.